Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on both tip and plunger clamps in the reported problem area of the pipette assembly. The plunger clamp was replaced and the tip clamp and sleeve were cleaned. The instrument was inspected, tested without further problem, and returned to service.